Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "five to six" (5-6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from may 30, 2019 - june 01, 2019. Two (2) actual samples were received for evaluation. Unaided visual inspection observed that the fill port of the samples were cut where the customer likely drained the contents. No defect was identified with naked eye. A functional testing was performed which revealed a leak at the spike port cap at the base of the spike port of both samples. The reported condition was verified. The cause of the condition was not determined, however, the most probable cause was from an insufficient seal at the base of the spike port tubing. The other samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.